Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2010, the pt was implanted with a davol ventralex mesh. On (B)(6) 2010, the pt was implanted with a davol flat mesh. On (B)(6) 2010, the pt was implanted with a davol flat mesh. The attorney's report alleges permanent injury, pain, scarring, infection, add'l medical/surgical treatment, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or pt injury and medical records have not been provided. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2013-00647 for info related to the davol flat mesh implanted on (B)(6) 2010. See MDR 1213643-2013-00648 for info related to the davol flat mesh implanted on (B)(6) 2010.